Event description:
It was reported that the c-arm on the 9600 system would not rotate. Also, the left monitor image went light then dark. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The rotation motor was replaced and the high voltage cable was cleaned and re-greased during the svc call. The system was tested and found to be working as intended, and put back into svc.